Manufacturer narrative:
A2: patient age 60 years old (at the time of enrollment).

Event description:
It was reported via a clinical study that the stent was undersized in diameter, requiring intervention. On (B)(6) 2024, occlusion was noted in the left ostial superficial femoral artery (sfa) and was treated by dilation using 5 x 40 mm mustang percutaneous transluminal angioplasty balloon. Treatment was also performed for thrombotic occlusion in the left sfa and popliteal arteries by thrombectomy using penumbra lightning bolt catheter. Subsequently the distal aspect of the sfa stent was treated by balloon angioplasty using 5 x 150 mm sterling pta balloon, 6 x 150 mm ranger drug coated balloon. This was followed by placement of 7 x 40 mm eluvia drug eluting stent from the left distal common femoral artery and left ostial sfa, and the stent was post dilated using 6 x 40 mm mustang pta balloon. Post treatment, the final residual stenosis was noted to be 0%. Final angiograms demonstrate brisk flow through the stented segment with three-vessel runoff to the foot. On (B)(6) 2024, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, the previously placed 7 x 40 mm eluvia drug eluting stent appeared to be undersized in diameter. On the same day, common femoral artery was treated by 7 x 100 mm mustang pta balloon, followed by placement of 9 x 100 mm epic self-expanding stent and post dilated using 8 x 60 mm mustang pta balloon with excellent results. On (B)(6) 2024, the event was considered resolved. On (B)(6) 2024, the subject was discharged from the hospital on clopidogrel.

Manufacturer narrative:
A2: patient age 60 years old (at the time of enrollment). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent was undersized in diameter, requiring intervention. On (B)(6) 2024, occlusion was noted in the left ostial superficial femoral artery (sfa) and was treated by dilation using 5 x 40 mm mustang percutaneous transluminal angioplasty balloon. Treatment was also performed for thrombotic occlusion in the left sfa and popliteal arteries by thrombectomy using penumbra lightning bolt catheter. Subsequently the distal aspect of the sfa stent was treated by balloon angioplasty using 5 x 150 mm sterling pta balloon, 6 x 150 mm ranger drug coated balloon. This was followed by placement of 7 x 40 mm eluvia drug eluting stent from the left distal common femoral artery and left ostial sfa, and the stent was post dilated using 6 x 40 mm mustang pta balloon. Post treatment, the final residual stenosis was noted to be 0%. Final angiograms demonstrate brisk flow through the stented segment with three-vessel runoff to the foot. On 22-nov-2024, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, the previously placed 7 x 40 mm eluvia drug eluting stent appeared to be undersized in diameter. On the same day, common femoral artery was treated by 7 x 100 mm mustang pta balloon, followed by placement of 9 x 100 mm epic self-expanding stent and post dilated using 8 x 60 mm mustang pta balloon with excellent results. On 19-dec-2024, the event was considered resolved. On (B)(6) 2024, the subject was discharged from the hospital on clopidogrel. It was further reported that on (B)(6) 2024, the undersized stent was treated by 7 x 100 mm mustang pta balloon, followed by placement of 9 x 100 mm epic self-expanding stent and post dilated using 8 x 60 mm mustang pta balloon with excellent results.

Manufacturer narrative:
A2: patient age 60 years old (at the time of enrollment).

Event description:
It was reported that the stent was undersized in diameter, requiring intervention. On (B)(6) 2024, occlusion was noted in the left ostial superficial femoral artery (sfa) and was treated by dilation using 5 x 40 mm mustang percutaneous transluminal angioplasty balloon. Treatment was also performed for thrombotic occlusion in the left sfa and popliteal arteries by thrombectomy using penumbra lightning bolt catheter. Subsequently the distal aspect of the sfa stent was treated by balloon angioplasty using 5 x 150 mm sterling pta balloon, 6 x 150 mm ranger drug coated balloon. This was followed by placement of 7 x 40 mm eluvia drug eluting stent from the left distal common femoral artery and left ostial sfa, and the stent was post dilated using 6 x 40 mm mustang pta balloon. Post treatment, the final residual stenosis was noted to be 0%. Final angiograms demonstrate brisk flow through the stented segment with three-vessel runoff to the foot. On (B)(6) 2024, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, the previously placed 7 x 40 mm eluvia drug eluting stent appeared to be undersized in diameter. On the same day, common femoral artery was treated by 7 x 100 mm mustang pta balloon, followed by placement of 9 x 100 mm epic self-expanding stent and post dilated using 8 x 60 mm mustang pta balloon with excellent results. On (B)(6) 2024, the event was considered resolved. On (B)(6) 2024, the subject was discharged from the hospital on clopidogrel. It was further reported that on (B)(6) 2024, the undersized stent was treated by 7 x 100 mm mustang pta balloon, followed by placement of 9 x 100 mm epic self-expanding stent and post dilated using 8 x 60 mm mustang pta balloon with excellent results.